Manufacturer narrative:
Technician checked the unit and the head of the bed was able to raise and lower. No problem found with functionality. Bed was put back in service. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the head of the bed will not raise.